Event description:
In 2003 the account reported a hemoglobin (hgb) of 4.3 g/dl and a hematocrit (hct) of 15% from a venipuncture sample. The patient returned and was redrawn: the hgb was 14.1 g/dl and the hct was 14%. No treatment was given to the patient based on the results. The account stated that the controls were within range.